Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a cerelink sensor (B)(6) alarm failure on (B)(6) 2024, during patient monitoring. No care activities being performed at time of alarm. Another cerelink monitor with different sensor cable were attached to the sensor with the same failure message. A head CT scan was done. The sensor was slightly pulled back, but the sensor failure alarm did not change. Due to failure, the sensor was removed. Monitor used and serial number: (B)(6) patient monitor make & model: philips was the patient lead always connected? Yes.

Manufacturer narrative:
The cerelink microsensor (ID 826851) was returned for evaluation. Device history record (DHR)- the product code 826851 with lot 7261771 sn (B)(6), conformed to the specifications when released to stock. Failure analysis ¿ the issue of the complaint was confirmed: - received catheter with suture tied and twisted along catheter body. - catheter material distorted; indentations left from tied and twisted suture. - catheter bent 68.2 cm from distal end. Icp express read 566; cerelink monitor was acceptable. The device failed water pattern; off scale after 48 hours. Ran the second water pattern and failed, off scale after 24 hours. The complaint was confirmed. Root cause analysis - the supplier could determine that the cause of the issue was use related/mishandling. Suspected an internal wires damaged from being tied and twisted with suture and bent.

Event description:
N/a.